Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. During microscopic examination, contamination consistent with bodily fluid was observed within the ms pump. Due to this contamination, the functional test was not performed. Additionally, the ms pump tubing was cut down to the pump block and was not returned for further analysis. Despite these findings, the pump successfully passed the leak test. Based on the available information and the results of the analysis, the reported clinical observations of tube - hole/perforated and mechanical issue could not be confirmed.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4) and for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.